Event description:
Information was received indicating that a smiths medical pump was implicated that something was wrong with the clutch and/or the plunger lever. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition although the top case was damaged in the front corner. Evidence of reported problem in event log was found. During the evaluation of the device, it was found in the alarm history that the clutch was released during an infusion causing the check clutch/plunger lever error. The cause of the initial complaint was determined to be user induced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.